Event description:
Patient had star components removed.

Manufacturer narrative:
Surgeon removed star components that had subluxed anteriorly. Patient had internal rotation deformity. Star was replaced with an inbone tar.